Event description:
Ventilator humidifier display started delivery temp measured at 39 degrees celcius. Chamber and humidifier plate were cool to the touch. Patient was taken off this ventilator, the vent was sent to our biomed department. Biomed determined that heater wire was faulty.

Event description:
Ventilator humidifier display started delivery temp measured at 39 degrees celcius. Chamber and humidifier plate were cool to the touch. Patient was taken off this ventilator, the vent was sent to our biomed department. Biomed determined that heater wire was faulty.